Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
These leads were intended for implant. It was reported that when the leads were connected to the ipg, impedance readings were high. Both leads were tested with trial cables and an mts but still showed high impedance. The physician requested new leads and the procedure was successfully completed. No further info is available at this time.